Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a clip applier forceps: when clip is applied initially it does ligate, but on continuation of procedure the clip slips off the ligated areas causing bleeding to occur. It was stated that the bleeding was not profuse enough to warrant blood transfusion/s. When bleeding occurred, it was handled immediately and ligation was performed with another clip. An additional medical intervention was not necessary. The malfunction is filed under (B)(4).

Manufacturer narrative:
The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. No deviations could be found at the applier. A dislocation of clips from the tissue could have several reasons.